Event description:
It was reported that the patient was no longer getting significant pain relief and had increased difficulty in charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block d2b: pro code (product code): qrb.